Event description:
Allegation that the scale is not reading weight accurately. Customer stated that there were no injuries and a patient was not in the bed. Customer alleged that the bed was being used on an acute care floor. Customer stated that he attempted to calibrate the scale but the problem remains. Customer stated that he installed a scale analog pc board kit, and the problem with the scale reading inaccurately has been resolved. The scale and analog boards were defective.